Event description:
Initially received via regulatory authority (FDA, reference number: mw5079114) on 24-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("during the implantation process, one of the essure coils broke") in a female patient who had essure (batch no. A96181) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "my doctor then proceeded with the implanting the broken essure device in my body". Concomitant products included levothyroxine, rizatriptan (maxalt) and topiramate. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria disability and medically significant), abdominal pain ("abdominal pain"), abdominal discomfort ("abdominal pressure"), menometrorrhagia ("irregular and heavy menstrual cycles"), migraine ("migraine"), headache ("headache"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue extreme"), alopecia ("hair loss"), dental caries ("tooth decay"), tooth loss ("tooth loss"), weight increased ("weight gain"), abdominal distension ("bloating"), vulvovaginal pain ("vaginal pain"), urticaria ("unexplained rashes/hives"), increased tendency to bruise ("unexplained bruising"), urinary tract infection ("uti"), anxiety ("anxiety") and depression ("depression"). Essure treatment was not changed. At the time of the report, the device breakage, abdominal pain, abdominal discomfort, menometrorrhagia, migraine, headache, arthralgia, myalgia, fatigue, alopecia, dental caries, tooth loss, weight increased, abdominal distension, vulvovaginal pain, urticaria, increased tendency to bruise, urinary tract infection, anxiety and depression outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, dental caries, depression, device breakage, fatigue, headache, increased tendency to bruise, menometrorrhagia, migraine, myalgia, tooth loss, urinary tract infection, urticaria, vulvovaginal pain and weight increased to be related to essure. The reporter commented: disability/ was mentioned but not specified and/or assigned to one of the events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079114) on 24-aug-2018. The most recent information was received on 23-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('during the implantation process, one of the essure coils broke') in a female patient who had essure (batch no. A96181) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "my doctor then proceeded with the implanting the broken essure device in my body". Concomitant products included levothyroxine, rizatriptan benzoate (maxalt) and topiramate. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria disability and medically significant), abdominal pain ("abdominal pain"), abdominal discomfort ("abdominal pressure"), menometrorrhagia ("irregular and heavy menstrual cycles"), migraine ("migraine"), headache ("headache"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue extreme"), alopecia ("hair loss"), dental caries ("tooth decay"), tooth loss ("tooth loss"), abdominal distension ("bloating"), vulvovaginal pain ("vaginal pain"), urticaria ("unexplained rashes/hives"), contusion ("unexplained bruising"), urinary tract infection ("uti"), anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, abdominal pain, abdominal discomfort, menometrorrhagia, migraine, headache, arthralgia, myalgia, fatigue, alopecia, dental caries, tooth loss, weight increased, abdominal distension, vulvovaginal pain, urticaria, contusion, urinary tract infection, anxiety and depression outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, contusion, dental caries, depression, device breakage, fatigue, headache, menometrorrhagia, migraine, myalgia, tooth loss, urinary tract infection, urticaria, vulvovaginal pain and weight increased to be related to essure. The reporter commented: disability/ was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.